Manufacturer narrative:
Siemens filed the initial MDR 9610806-2021-00073 on 10-dec-2021. Additional information (13-dec-2021): the results were obtained on 16-nov-2021, not 11-nov-2021. Sections b3 and b6 of the MDR have been updated to reflect the correct date of event. Additional information (21-dec-2021): siemens healthcare diagnostics further investigated the issue and has determined that the issue may have been caused by a sample transport problem. Although it is unknown if the customer used the cup-in-tube to test the sample, the issue may have been caused by the use of cup-in-tube. If cup-in-tube is used by the customer, the instrument does not have the option of automatic level detection, and immersion depth would need to be set manually. It is unknown if this setting was correctly configured by the customer. The cause of the event is unknown. The investigation findings and investigation conclusions codes in h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). The customer claimed that the initial results were obtained with a low volume sample. Siemens is investigating the issue. The atellica neph 630 system is not marketed in the united states (us). This MDR is filed for the us similar system (bn prospec system). The bn prospec system marketed in the us has catalog number 10461865, unique device identifier (B)(4) and the PMA/510(k) k001647.

Event description:
A discordant, falsely low free light chains, type kappa (flc kappa) result and a discordant, falsely low free light chains, type lambda (flc lambda) result were obtained on a patient serum sample on an atellica neph 630 system using n latex flc kappa and n latex flc lambda reagents, respectively. The discordant results were not reported to the physician(s). The sample was repeated for flc kappa and flc lambda on the same atellica neph 630 system using the same reagent, resulting higher. The sample was then run for flc kappa and flc lambda on a non-siemens analyzer, recovering higher and matching the higher results obtained on the atellica neph 630 system. The higher results obtained on the atellica neph 630 system were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely low flc kappa and flc lambda results.